Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that she believes the infusion device delivers too much insulin. On (B)(6) 2010 at 8:30pm the pt ate and bolused 5 units of insulin. At 11:44pm the pt's blood glucose measured 241 mg/dl and the pt bolused 2 units of insulin. On (B)(6) 2010 at 4:00am the pt's father spoke with the pt and noticed nothing unusual. At 5:00 am the pt had a "hypo-cramp attack." The pt's mother administered glucose and after 10-15 minutes the pt's blood glucose measured 110 mg/dl. On (B)(6) 2010, the pt switched to her back up infusion device. The pt's normal blood glucose range is 100-120 mg/dl. The pt also reported that the up button is damaged. No further information is available. The infusion device was replaced and requested to be returned for evaluation.